Event description:
Additional information received indicates this device did not contribute to the cardiac perforation.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 3005334138-2015-00048, 3005188751-2015-00045, 3008452825-2015-00023. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the mitral isthmus, the patient became hypotensive and fluoroscopy showed decreased cardiac movement. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during use of this device.